Event description:
It was reported to philips that the allura device would not boot up and displayed 00:00. No patient harm was reported. A philips engineer visited site and identified the flexvision pc would not start.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed a malfunction of flexvision pc resulted in the system to stopped booting. The philips engineer has reinstalled software of the flexvision pc, which temporarily solved the issue. However, the same issue reoccurred the next day and fse replaced the flexvision pc. The issue was not reported again and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.